Event description:
During device preparation, while using the ablation catheter, the following message was displayed on the precision system: catheter is expired. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-06/09/2022-003-r.

Manufacturer narrative:
The returned device was programmed incorrectly during manufacturing, consistent with the catheter being recognized as an expired/invalid product and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.